Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The device was found out within specification of the reported upstream occlusion errors, which were not reproduced during evaluation. Upstream occlusion alarms were found in the event history log, but there is no conclusive evidence whether they are true or false alarms. No component could be identified for causality. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced upstream occlusion errors. There was no patient involvement. No additional information is available.